Manufacturer narrative:
The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Drip set up & tubing was leaking just below the drip chamber where the tubing meets the drip chamber.

Manufacturer narrative:
One bn-602, lot# 1607093d was returned for evaluation. The product was leak tested. The complaint for fluid leak where the tubing meets the drip chamber was confirmed. A review of the lot history record was conducted for this product with the lot number provided. The qc inspection report indicates zero findings for leak testing during this lot manufactured in august 2016. All production and qc personnel are up to date with their training. Corrective action: as an immediate action vygon has stopped manufacturing with drip chambers from this supplier, and converted all production back to the previously qualified supplier. Training will be performed with all operators performing bonding operations. A corrective action will be issued into vygon USA quality management system to document the formal training. Vygon USA will continue to monitor this failure for future occurrences. In addition, (B)(4) has been opened to further investigate the leaking drip chamber issue.

Event description:
Drip set up and tubing was leaking just below the drip chamber where the tubing meets the drip chamber.